Event description:
The owner's manual says wheelchair is not suitable for use strapped down in a vehicle for transportation. Pt had been able to transfer from wheelchair to car but now is having more trouble and is considering purchasing a van. This is when they checked the manual to review instructions. Rptr has researched 3 other wheelchairs and none are made to be used in a vehicle. Rptr wonders how this can be with so many handicapped equipped vans and buses are being for people confined to wheelchairs. Rptr now asks what they can do to remedy this; does FDA have guidewires concerning the use of wheelchairs in vehicles.